Event description:
The pt called lifescan and alleged that their meter would not power on. They reported that their last test date was on the day prior to calling lfs. They reported that on the day prior to calling their family member found them unconscious on their bed. The paramedics were called and the pt was taken to the hosp. The pt was treated with an IV, but it is not known what was in the IV. It is not known if the pt was able to test on the day of the event or what, if any, medications were taken. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info. The test strips being used were in good condition, the battery was correctly installed and less than 1 year old and the battery contacts were in good condition. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent to the pt.